Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds for a time frame from around (B)(6) of the same year. It was noted that the patient was undergoing colon surgery and hospitalized in the same time frame as the thresholds increased. The measured threshold went back down on it's own. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trends shows maximum threshold setting greater than 2.5 volts from (B)(6) 2013 and then the maximum threshold returned to less than 1 volt.